Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) determined that there was rust or bacterial growth in the reagent syringe. The engineer cleaned the gear pump, the syringe assembly, as well as the instrument. The investigation was unable to determine the cause of the contamination. The issue was resolved by the fse with no additional questionable results reported since the intervention.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys brahms pct result from the cobas 6000 e601 module. The initial result was 100 ng/ml, accompanied by a data flag. The repeat result was 0.196 ng/ml.